Event description:
During the first follow-up after implantation, the device was detected short cycles of oversensing in the rv lead classified as non-sustained episode.

Event description:
During the first follow-up after implantation, the device was detected short cycles of oversensig in the rv lead classified as non-sustained episode.